Manufacturer narrative:
A black and white photo was shared by the customer, where an extension set is shown over a table. However, no physical damage or anomalies are observed. The complaint of no flow / can't prime on item mc33131-ns cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
It was reported that, on an unspecified date, a 7" pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer, bulk non-sterile was reported to not flush properly during patient use. No treatment was reported for any patients due to the issue. There was no patient harm reported.